Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of nodularity, induration, inflammation, swelling, reddish perioral area, apthous ulcer, sores, pain, tingling and festoons are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with a series of dermal fillers between (B)(6) 2014. On (B)(6) 2014 the patient was injected with juvederm voluma with lidocaine in the cheeks as well as botox in the glabella, forehead, and crow's feet. Three days later, on (B)(6) 2014, the patient was again injected with juvederm voluma with lidocaine in the "lateral cheeks" for an "uplift", juvederm ultra xc in the prejowl sulcus, juvederm volbella with lidocaine in the lips and teosyal puresense redensity 2 in the tear troughs. On (B)(6) 2014, the patient was injected a third time with juvederm voluma with lidocaine in the cheeks, as well as restylane fine lines in the "superficial smile lines over top of voluma", as well as teosyal puresense redensity 2 in the tear troughs. The patient underwent "fraxel1927" laser treatment of the face and neck on (B)(6) 2014. On (B)(6) 2014, the patient developed tingling in the lips and a sore in the mouth; the healthcare professional treated the patient with valtrex. On (B)(6) 2014, the patient visited their general practitioner and was started on atorvastatin and krill oil; during assessment the general practitioner noted "swollen lips" and prescribed additional valtrex. The patient was assessed on (B)(6) 2014 by the injecting healthcare professional, who observed "massive swelling and induration" on the lower tow-thirds of the face, inflammation "where the filler was placed", a reddish perioral area, and an "apthous ulcer inside mouth with no cold sores outside". The patient was prescribed prednisone and cephalexin. Two days later the patient had slightly less swelling, but it was still extensive; the patient was referred to a dermatologist who diagnosed a "delayed hypersensitivity reaction to hyaluronic acid" and injected hyaluronidase. The following day, the injecting healthcare professional treated the patient with hyaluronidase with lidocaine 1% (compounded by a local pharmacist). Treatment with hyaluronidase continued on 6 separate days, sometimes twice per day, over the course of approximately 2 weeks. On at least one occasion the healthcare professional used benzocaine cream between hyaluronidase injections in part due to the patient's report that they were "uncomfortable". Patient was also prescribed advil. During this time, period and lip swelling lessened but nodules persisted in the lips and the infraorbital induration and edema became severe. Additionally intraorbital, left cheek, and temple area swelling also persisted. After the previously mentioned two weeks of treatment with hyaluronidase, the healthcare professional observed that the patient's lips were softer, the "left mid cheek disk is 2cm and breaking up", and "festoons below [the] eyes come and go". This is the same event and the same patient reported under MDR ID # 3005113652-2014-00599 (allergan complaint (B)(4)), MDR ID # 3005113652-2014-00600 (allergan complaint (B)(4)), and MDR ID # 3005113652-2014-00635 (allergan complaint (B)(4)). This MDR is being submitted for the first suspect product, juvederm voluma with lidocaine injected on (B)(6) 2014.